Event description:
"Pump expired." The patient was admitted to the hospital 2003. During the stay the pump and catheter were explanted and returned to the manufacturer for analysis. The patient was discharged from the hospital. A follow up report will be sent when additional information is available.